Event description:
It was reported that, during the implant procedure, the patient experienced perforation and a pericardial effusion. The patient¿s heart rate increased and blood pressure dropped. The lead exhibited increased thresholds and was repositioned due to suspicion of micro perforation. The lead was positioned several other times with other sites, also causing possible perforation. Finally, the last placement yielded stable measurements. The patient was given medications and a pericardial window was made to drain blood from around the heart. The patient¿s condition stabilized after treatment and draining of fluid. The patient stayed an extra day in the hospital for monitoring. The lead remains in use. No further patient complications have been reported as a result of this event.